Event description:
It was reported that a solution administration set was faulty; further described as ¿the spike on end falls off before using¿. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital / the (B)(6) hospitals nhs foundation trust should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.